Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure.according to the complainant, during the procedure, current was applied and the cut wire broke. No part of the cut wire detached inside the patient. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, current was applied and the cut wire broke. No part of the cut wire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the cutting wire was broken close to the proximal pierce hole. The end of the broken cut wire was blackened/burnt and it appears that the exposed cut wire snapped likely due to being grounded against some part of the scope and/or higher power settings. The distal end of cut wire remained intact to the anchor notch assembly inside the distal pierce hole. The outer diameter of the exposed cut wire was measured and meets specification. The condition of the returned device was consistent with the complaint that the cutting wire broke. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context', likely due to the procedural factors/generator settings. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4): the reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.